Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption and the history was noted to be missing. Blood glucose level was 131 mg/dl. Reportedly, the customer had lantus available as alternate insulin therapy.